Event description:
While doing laparoscopic cholecystectomy on pt weighing in excess of 350 lbs, the or table would position from side to side and down ok, but height of table could not be changed. If the bed was put down, could not get it back up again. Motor could be heard running, but was not strong enough to lift the obese pt. The attached table info was checked prior to case and info stated clearly that bed could "lift up and fully articulate a 500 lb pt". This situation made an already difficult case more difficult. (Two male nurses) tried to work or table controls for surgeon during case.